Event description:
Pt was transferred with a lift from wheelchair to bed. When positioned over the bed, the lift drops the pt 5-10 cm down onto the bed. No injury alleged. MFR reference # 8030916-2013-00032.